Event description:
Event description guidant received information that this right ventricular endocardial lead was revised three months after the implantation procedure due to high thresholds caused by a lead dislodgement. The left ventricular lead thresholds were also high but acceptable measurements were obtained through configuration changes.